Event description:
It was reported that pump experienced malfunction alarm with code 12 while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support on how to reset pump and planned to perform reset independently without cable, with instructions to call back if issue persisted, and no additional information was available regarding further outcome.